Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting one 10fr d/l leonard chronic catheter. Usage residues were visible along the length of the catheter depicted in the photograph. Three catheter fragments were visible in the photograph. The proximal segment included the bifurcation, extension tubes and luer hubs. The distal segment included the tissue ingrowth cuff and the transition from intermediate to distal tubing. The intermediate fragment appeared to be a short portion of intermediate tubing, possibly from between the bifurcation and the ingrowth cuff. While sample damage was apparent, inspection of the submitted photograph was insufficient to determine a root cause for the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of huyc0025 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that a fragment of a 10fr central venous line (cvl) catheter was retained in subcutaneous tissue (not within a vessel) following a tunneled cvl placement in the o.r. The procedure initially was attempted with a 10fr catheter, but due to dense scar tissue, the 10fr catheter could not be tunneled and was removed and was replaced with a 7fr catheter. At the time of removal of the 10fr catheter, there reportedly was no sign of fraying or damage to suspect that the distal end had snapped off. This was not discovered until a post-operative x-ray to confirm line placement. The fragment did not cause any change in clinical condition or require additional care. The fragment will be removed during a scheduled cvl removal, when cvl is no longer needed. It was said that appropriate processes were followed and appropriate care was taken during the procedure. Facility states that a review with general surgery leadership determined that this was an unusual event which in their experience rarely occurs and was likely due to amount of scar tissue encountered during the tunneling process and the apparent product failure.